Event description:
Caller reported a cartridge alarm but was unsure of the alarm number. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully load a new cartridge and resumed insulin therapy without further issues.